Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that had to remove the dental implant during its installation in intraoral region 16# in consequence of a fracture of the connection inside the implant. Moreover, the patient presented bone type I and immediate implant was performed.